Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to conduct the high pressure test. The results of the testing was inconsistent. The insulin pump passed the test once, alarmed motor error and failed twice. Advised the customer that the insulin pump will be replaced. Nothing further was reported.